Event description:
Same case as MDR ID's: 2134265-2015-00346 and 2134265-2015-00347. It was reported that post a biliary stenting procedure, the drainage catheter could not be removed. A placehit¿ biliary wallstent¿ was placed in the biliary to treat a malignant distal bile obstruction. Two days later, control cholangiogram showed that contrast flow to the duodenum was obstructed. Therefore a second placehit¿ biliary wallstent¿ was placed inside the first one and a flexima¿ biliary drainage catheter was placed through the stents. One week later, control cholangiogram showed that the stents were obstructed. Biliary drainage catheter was placed through the stents again. Finally, the flexima¿ biliary drainage catheter could not be removed despite the two wallstent's being placed. The biliary obstruction could not be palliated. No patient complications were reported and the patient is in stable condition. No immediate actions are being performed to remove the biliary catheter, the physician will attempt to place a coated wallgraft stent.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).